Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that there was a continuous alarm that had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there was a continuous alarm that had occurred. The unit had continuously alarmed due to battery replacement. The customer restarted the device with the new battery and confirmed the unit stopped alarming. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a continuous alarm that had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Investigation is ongoing.